Event description:
It was reported that the ultra fast fix during a meniscal repair procedure under the knee arthroscopy, after t1 was implanted, t2 fell off. Finally both t were removed from the articular cavity and a backup device was used to complete the surgery. Delay: 10-mins. No patient injury was reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system device reported on. A product outer carton was received in mansfield. There was no device inside the carton. The contents consisted of one set of unused chartstik labels, one IFU 10600327/d, and a handwritten note. No evaluation can be completed at this time. If applicable information or device presents, the complaint will be readdressed